Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system table wobbled in lateral side to side motion. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to system table. Fse tightened pivot base screws and perform brake solenoid calibration. After the service of system table, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the table wobbled in lateral side to side motion which caused patient to fall on the floor. The device was in clinical use. The procedure was delayed. No patient harm reported. Philips has started an investigation of the complaint.